Event description:
A time-setting issue with a pump was reported, where the device frequently needed charging and occasionally fell behind by up to 30 minutes. There was no adverse impact on the customer's blood glucose level. The pump's warranty had expired, and the customer declined further troubleshooting as the device could not be repaired or replaced.